Event description:
It was reported that the customer was hospitalized and treated for high blood glucose, nausea, and vomiting. The blood glucose reading at time of the call was 321 mg/dl. Troubleshooting was performed a day before the customer's hospitalization and the device operated as designed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.